Event description:
It was reported that the circulating nurse opened implants for implantation. The above implants outer blister seal was opened and the inside blister seal was stuck to the outer and opened before being placed on the sterile field. This caused the implant to fall on the operating room floor. A second cup was opened and implanted.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding the inner blister tyvek lid being stuck to the outer blister tyvek lid and packaging foam involving a trident psl ha cluster 50mm was reported. The event was confirmed. Visual evaluation of the returned device packaging confirmed that inner blister tyvek lid was attached to the outer blister tyvek lid and inner blister packaging foam upon receipt. A device history review indicated that all devices were accepted into final stock with no reported discrepancies. A complaint history review indicated that there have been no similar events for the reported lot. The investigation concluded that the inner blister tyvek lid being stuck to the outer blister tyvek lid and packaging foam of a trident psl ha cluster hole cup was caused by a known packaging issue. The edges of the inner blister tyvek lid had likely adhered to the outer blister tyvek lid and the packaging foam during the void-filling approach to sterile product packaging which allows for potential contact between the inner and outer blister tyvek lids and packaging foam. Packaging innovation is aware of this, and has issued a memo. Due to the infrequent nature of these complaints and the greater risk that would be presented by an undersized foam, these events will not be addressed through a design change.

Event description:
It was reported that the circulating nurse opened implants for implantation. The above implants outer blister seal was opened and the inside blister seal was stuck to the outer and opened before being placed on the sterile field. This caused the implant to fall on the or floor. A second cup was opened and implanted.